Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380 name medtronic minimed street 18000 devonshire street city northridge state ca zip code 91325 zip four 1219 u.s.

Event description:
It was reported on (B)(6) 2026 that customer reported bent cannula due to insufficient subcutaneous tissue where set was inserted and it led to high blood glucose level to 20 mmol/l and treated with insulin pump.